Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's drive support cap was damaged. The customer stated the cap was slightly indented. Troubleshooting did not find any air bubbles in the tubing or leaks present. Customer also stated their insulin pump alarmed no delivery during a fill cannula. The customer's mother has completed a set change for the customer. It was also found the customer's blood glucose was 25 mmol/l the previous night. Customer's current blood glucose was 14 mmol/l. No additional information provided.